Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included intraperitoneal vancomycin (dose and frequency not reported). The patient was reported to have recovered from the reported event. The patient discontinued the pd therapy for unrelated reasons. Additional information was requested and was not available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers 13h22h25 and 13g11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). During hospitalization for another indication (previously reported as hospitalized for peritonitis), the patient experienced the peritonitis and was discharged from the hospital on that same date. Seventeen days after peritonitis onset, peritoneal dialysis (pd) therapy was permanently discontinued. Two days later, the patient¿s pd catheter was removed. On an unknown date the patient began hemodialysis.